Event description:
During an in-clinic follow-up, a failure to capture was observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.